Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ blunt filter needle with blunt fill tip there was an issue with sterility. It was stated ¿the customer found epoxy on the hub and blister pack damage.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: two samples were returned to bd for evaluation. A quality engineer was able to inspect the two samples and determined that there was an epoxy drip over down the side of the hub and the other had a hole in the bottom of the package. The engineer was able to verify the reported issue of damaged packaging and foreign matter. An epoxy drip over can occur when the epoxy applicator failed to shut off for a missing cannula and the hole in the packaging most likely occurred during the stacking operation. Epoxy drip overs are a known issue by bd and steps have been taken to prevent reoccurrence. Bd has re-trained operators regarding epoxy drip overs and how to identify epoxy issues. The visual instruction for epoxy application to assist the operators in adjusting the adhesive camera was revised. The adhesive camera was used by the operator to assist with the application of epoxy and its location. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. The hole in the packaging appeared to have been an isolated incident and no corrective action was taken at this time. A review of the device history record revealed one defect found for epoxy drip overs during this production run. An immediate sampling was performed on the alleged batch and one hundred and seventy-seven visual inspections were performed on the batch to check for any other defects. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Hole in the package: this is an isolated incident vs. A systemic issue. No corrective action is required at this time.